Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The medical doctor attempted to put the customer back on the insulin pump after hospitalization, but the blood glucose levels continued to rise. The insulin pump did not give any alarms prior to hospitalization. The customer was unable to do troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.